Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's father reported via phone, the insulin pump had alarmed compromised force sensor system. Customer's father rewound the device and inserted a new reservoir and the device would just reset itself. The device was stuck in the prime/rewind loop. Insulin was also squirting out during manual prime. Customer's blood glucose was unknown. Troubleshooting was performed. The device was not dropped or bumped prior to the alarm occurring. Customer's father reported the drive support cap was normal and didn't recall pressing if the customer pressed while connected. Customer's father was advised to discontinue use of the device, revert to back up plan, and the device needed to be replaced. He agreed to return the device for further analysis.

Manufacturer narrative:
The insulin pump was unable to prime during the prime test and motor error during the basic occlusion test due to faulty force sensor. No prime alarm occurred during testing. The insulin pump received with cracked reservoir tube lip, cracked battery tube threads, minor scratches on lcd window, scratched reservoir tube window, and broken belt clip slot.